Manufacturer narrative:
Philips service replaced the x-ray tube, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that premature failure of the x-ray tube occurred during clinical use on an azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.